Event description:
Info was received that reported a pt was hospitalized in 2008 due an incident of hypoglycemia. The pt had been experiencing very labile blood glucose. Upon admit to the hospital, the pt's blood glucose was 25 mg/dl and the pt also had hyperphosphatemia. She was treated with IV insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.